Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no other devices. The shaft, balloon and tip were examined. There was blood in the inflation lumen. The majority of the balloon material was longitudinally torn. There were numerous kinks throughout the hypotube. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation but failed to cross due to calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.